Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was kinked with broken wires about 17-18 cm from the stimulation end. Lead fails continuity testing. There is a cut through the outer tubing about 18 cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Reference manufacturer report: 1627487-2010-00623. The pt received her scs system on (B)(6) 2009. It was reported that about one week later the pt suddenly ceased to receive stimulation. Lead impedance measurements were found to be high on both leads. An attempt at reprogramming was made, but it was reported the pt then only felt intermittent stimulation. The physician explanted and replaced the leads plus the lead extension on (B)(6) 2010. One lead was returned to ans for evaluation separately and was reported on manufacturer report #1627487-2010-00051. Follow up on the pt found that no further issues have been reported.